Manufacturer narrative:
The uro-endo extension (serial number (B)(6)) to steris surgical table subject of the reported event was not returned to steris for evaluation. Following the reported event, the customer reported that their facilities maintenance department conducted an investigation and was unable to determine the cause of the broken screw. The customer performed the necessary repairs to replace the broken screw. The device was tested to specifications and has been returned to service. Steris is not the manufacturer of the schuremed urology extension. Steris notified the manufacturer, schuremed, of the reported event to internally investigate and evaluate for reportability in accordance with 21 cfr part 803. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the screw broke to their uro-endo extension to steris surgical table. A procedure delay occurred as the urology extension was removed and replaced. The procedure was completed successfully. No report of injury.